Manufacturer narrative:
This product had been previously reported in error and will be rejected. Upon review of the medical records and further discussion with the analyst it has been determined that this implant is not the subject of the reported serious injust of loosening of the metaglene from the natural glenoid.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the glenoid disassociated with the metaglene.